Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt become unconscious on drive home following a refill. The refill was reported to be "quite straightforward". Pump was aspirated and only contained 52ml (was filled to 60ml), 7 ml was missing. Drug infused contained a mixture of dilaudid and clonidine. The pt was rushed to the ER with clonidine overdose symptoms. Pump was explanted.